Manufacturer narrative:
(B)(4). Batch # n57f9r. Date of event: month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that a cs40g device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to be tear. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, "when the item was taken out of the box, the top packaging was folded down leaving the item contaminated." As product was not used in a procedure, there were no patient consequences reported.